Event description:
Provider states chair on the bus ramp going down the rear wheels lift up off the ramp then come back down.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.